Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to insulin pump was not working. Customer¿s blood glucose level was unknown. Customer thought had been in diabetic ketoacidosis for more than day. Customer had troubleshooting issue. The insulin pump will not be returned for analysis.